Manufacturer narrative:
E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material# 305838 batch# unknown it was reported that the bd needle eclipse 25x1-1/2 rb has a safety mechanism failure. The following information was reported by the initial reporter: "a patient safety report was submitted by a clinical staff member at mountain home for the bd eclipse needle, 25g x 1 ½¿, part number 305838, reporting a delayed safety engagement for this needle. Are you aware of any other reported quality or safety issues with this product?" Additional information provided: the nurse that was stuck does not know the lot #. No pt harm. Nurse was stuck and both the pt and nurse had labs drawn. I don¿t have any other complaints of issues with the product so no sample is available.

Manufacturer narrative:
Codes update.

Event description:
Imdrf codes must be updated.